Event description:
It was reported, the pigtail portion detached from the catheter while loading it onto the wire. This occurred prior to insertion into the patient. There were no consequences to the patient.

Manufacturer narrative:
One 4f spyglass catheter was returned for evaluation in an open pouch. The packaging card was pulled out from the package which revealed the distal end of the catheter was detached at the braided shaft/stem bond area. Microscopic examination of the separation site revealed a clean separation of the stem from the braided shaft. The circumference remained round on both sections. The distal end of the stem revealed damage to the shape of the circumference. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. St. Jude medical is performing additional testing. A follow-up report will be submitted upon completion of the investigation.